Event description:
Complainant alleged that while monitoring a pt, the device's display intermittently blanked out. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.